Event description:
Guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. The cause of death is unknown. Attempts to obtain additional information surrounding the circumstances of the patient's death were unsuccessful. The device was explanted and returned to guidant.